Event description:
Reportedly, upon firing the stapler, the surgeon rotated two full turns of the wingnut, but upon removing the stapler it could not be removed. The stapler was then removed by the surgeon manipulating it, but then the anvil remained inside the pt. The surgeon was then able to remove the anvil. Staples formed all around but the knife blade did not cut completely. Surgeon cut remaining tissue through a mini laparotomy, then sutured/repaired the tissue where the anvil was removed. Or time was extended 30 + minutes. Post-op check on pt revealed everything was fine. Sex: female, procedure: lar.

Manufacturer narrative:
4/27/2007: initial report sent to FDA.